Event description:
About 14-am, sleeve became apart in 3 large pieces as drill was being used intraoperatively in pt. Broken pieces of equipment were removed, sleeve was changed out and broken parts removed from drill case. No pt sequela reported.